Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery that was mildly tortuous and 80% stenosed. The lesion was pre-dilated with 2.0 x 12 and 2.5 x 12 balloons at 8 atmospheres. The xience xpedition 3.0 x 23 mm stent was deployed. Check shot revealed that there was a dissection at the distal end. A xience xpedition was used as treatment with very good results and timi iii flow without any residual stenosis and with no adverse sequela. There was no clinically significant delay reported. No additional information was reported.